Event description:
It was reported via repair work order that the foot left siderail and foot right siderail were stuck in the mid position due to corroded timing link pivots. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.